Manufacturer narrative:
According to the customer contact, "the entire chair bent on me, and I fell in the shower" and "says it hold up 400lb and I am nowhere near 400." Per the customer contact "I am 6'3 267 lbs, I'm not sure why it folded the way it did." The customer reported, "I got it (device) in january this year" and "purchased item on amazon and it shipped with no damage." No medical intervention, serious injury, or follow-up care has been reported. No additional information is available regarding the customer reported incident at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "the entire chair bent on me, and I fell in the shower."